Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg is inoperable. Surgical intervention may take place at a late date.

Event description:
It was reported during an ipg replacement on (B)(6) 2022 the leads were showing high impedances. A second ipg was opened, and the leads still exhibited high impedances. The physician added two extensions which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.